Event description:
It was reported to k2m inc on 03/05/2015 that a revision surgery took place (B)(6) 2015 in which one denali cannulated screw on left side got stuck after 65% of the thread was inside the bone.

Manufacturer narrative:
Follow-up #1/final report issued to include additional/corrected information as follows. Follow-up actions indicate that the patient is doing well, k2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. The damage to the screw is consistent with over-torqueing and excessive loading. The surgeon was reportedly only able to insert the screw roughly 65% of the way into the patient's sclerotic bone. According to the agent, the surgeon used excessive force to finish inserting the screw, which likely caused the insert to seize up and break free from the rest of the screw. The manufacturing and inspection records were reviewed and no discrepancies were found. The risk report addresses the scenario described in this incident. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. A review of the surveillance report did not reveal any contributing information/trends.

Manufacturer narrative:
Patient had a l4-s1 procedure on (B)(6) 2013. Patient needed screw fixation from l3-s1, screws (6.5x55mm) at l4 were removed and replaced with 7.5x55mm. Screw on left side got stuck after 65% of the thread was inside the bone. Surgeon used a lot of force to continue inserting the screw and suddenly heard a loud snap. It appeared that the screw head was seized up and disassembled. It took the surgeon 1.5 hours to remove the shaft from the bone.